Event description:
Patient reported the byte aligners caused their bottom teeth to move too fast and now they have bone loss due to this. Patient provided notes from dental visit that it is noted patient has som recession on #24 and 25 interproximal from using byte correction aligners. Provided interproximal brush to patient per dentist note.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.